Manufacturer narrative:
Concomitant medical products: 4076-45 lead implanted on: (B)(6) 2012; 6947m55 lead implanted on (B)(6) 2012. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day after implant, the patient¿s left ventricular (lv) lead was first repositioned and then replaced due to high thresholds and phrenic nerve capture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.